Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during a stone removal procedure performed on (B)(6) 2022. During the procedure, the balloon would not deflate inside the patient but was able to be removed normally. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1401 captures the reportable event of balloon failure to deflate. Block h10: the returned extractor pro retrieval balloon was analyzed, and a visual evaluation noted no damages to the catheter or balloon. A functional evaluation noted that the balloon inflated without a problem and deflated correctly. Microscopic inspection of the balloon found residue of dry contrast medium. No other problems with the device were noted. The reported event of balloon failure to deflate was not confirmed. It is possible that the excess of dry contrast medium could provoke the failure to deflate however, this could not be confirmed. Therefore, based on the evaluation of the device, no problem was detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during a stone removal procedure performed on (B)(6), 2022. During the procedure, the balloon would not deflate inside the patient but was able to be removed normally. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.